Manufacturer narrative:
(B)(4). Batch # unk. Possible lot: t40h2h (this is not 100% known. Taken this from another device and they think the complaint device came from the same box). Manufacturing date: 5/29/2019, expiration date 4/30/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, registrar ¿fired¿ the device and did not hear an audible click. Consultant ensured that the device was fired plastic to plastic with still no audible crunch. Donuts were inspected and were good. Washer inspected and was intact and had not broken. Consultant conducted leak tests and was happy with anastomosis.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ch6z. Additional information was requested and the following was obtained: the event description is conflicting:donuts were inspected and were good. Washer inspected and was intact and had not broken. When the donuts are good (complete) the washer must be cut. Was the washer really uncut? Response: yes, the washer was really uncut. The consultant told me the donuts were good and that the washer was uncut. My understanding is that this is possible although not ideal hence the complaint. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.